Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please provide more event details? Did the hematoma occur intra-op or post-op? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. I was not present during the case so I don¿t have any further event details than what have already been provided. The hematoma occurred intra-op and as a result, the surgeon had to adjust where they stapled off the appendix. The patient had no issues post-op and is currently doing well to the best of our knowledge.

Event description:
It was reported that during a laparoscopic appendectomy, the stapler only partially cut, but fired the staples in a jagged pattern with only the tips of the staple taking hold in the tissue. This was the very first firing of the case. There was no issue getting the stapler open and off of the tissue, but the surgeon had to take more of the cecum than she wanted. A hematoma was formed due to the device malfunction.

Manufacturer narrative:
(B)(4). Batch # r59n6r. Investigation summary: the analysis results found that the ats45 device was received with no apparent damage and with no reload loaded on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The analysis results found that the tr45w reload was received partially fired 1/3 and with damage to the spring cartridge lockout. No functional test could be performed due to the condition of the returned reload. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.